Manufacturer narrative:
Lot number is listed as 1000454031, but is not in system. Upon receipt at our quality assurance laboratory, this device underwent a thorough analysis. The ams 700 inflatable penile prosthesis (ipp) cylinders were visually inspected and functionally tested. Cylinder 1 had damage by the proximal end most likely from sharp instrument occurred during explant; leaks were present. Cylinder 2 outer tube had a hole close to the distal end of the cylinder body most likely from tool/sharp instrument; no leaks and no damage was present within the inner tube. Due to these damages being consistent with explant they will be considered a secondary failure. The ams 700 momentary squeeze (ms) pump was visually inspected, and functionally tested; no leaks were found. The pump was functionally tested and did not pass the activation test. Product analysis was unable to confirm the reported allegations. The investigation conclusion code of known inherent risk of device was chosen because product analysis could not confirm the pump activation issue would be the most probable cause of the reported event. The allegation relates to mechanical issue, pain and discomfort are addressed in the labeling and risk documentation.

Event description:
It was reported that the patient underwent an ams inflatable penile prosthesis (ipp) removal surgery due to a non-functional ipp with related pain and discomfort. No additional patient complications were reported.

Manufacturer narrative:
Lot number is listed as 1000454031, but is not in system.

Event description:
It was reported that the patient underwent an ams inflatable penile prosthesis (ipp) removal surgery due to a non-functional ipp with related pain and discomfort. No additional patient complications were reported.